Event description:
It was reported the patient had no stimulation sensation. It was reported the patient forgot how to turn on their stimulator and ¿make it work¿. It was reported that patient turned the stimulation off two days prior to report and one night prior to report could not turn it back on and it ¿was not working¿. It was reported when the patient tried to use their patient programmer the saw a ¿poor communication¿ screen. It was reported that once the patient was able to turn their stimulator on they reported seeing ¿2.70¿ but still felt no stimulation. It was noted that the day of the report the patient¿s programmer showed the stimulator was off and they turned it back on, still feeling no stimulation. It was noted the patient turned their stimulation up to 3.3v but they are usually at 2.2 and could not feel the stimulation. It was reported that when the patient turned the stimulation up to 3.3 they felt ¿a little tingling¿ in their back. It was reported that the patient had the stimulation at 3.2v before it was hard for them to stand up and now ¿ something was not right¿. It was further reported the patient had an upcoming appointment scheduled with their health care provider. It was reported that patient could once again feel tingling when standing up in their leg but when they sat down it would go away. It was reported that it ¿worked fine just 2 days ago¿.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).